Event description:
Ventilator stopped cycling. Exp. Tidal vol read zero. Not able to reproduce symptom in original setting. Observed unit for about an hour with no problems. Calibrated. Function check verification. All tested ok. Recommend to run for 24 hrs before being put into service. If no problems occur.